Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported impact to the customer¿s blood glucose. The customer was instructed to reset the pump to resolve the issue. Multiple follow-up attempts were made to confirm the issue was resolved, however, the customer did not respond to follow-up attempts.